Event description:
It was reported the ventricular sensitivity was out of specification. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower and upper cases and side bail covers are broken. Battery contacts are compressed. Heart lead flex is out of specification (bent). Battery drawer is out of mechanical specification. Lead flex cover is corroded. Keypad functions properly however it is scratched.